Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete.

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and no damage. A receiver charge and boot test was performed and failed due to receiver won¿t turn on and receiver moisture damage pictures taken. Functional tests were not performed due to receiver won¿t turn on and receiver moisture damage pictures taken. An internal visual inspection was performed and failed due to water damage. The receiver log was not downloaded due to receiver won¿t turn on and receiver moisture damage pictures taken. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).